Manufacturer narrative:
The lfs product has been requested for return to lifescan for evaluation. If the subject product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the meter was return in a condition that analysis was not possible. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.the retain test strips were tested and they passed testing with no faults found.

Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter was reading inaccurately compared to her feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 in the morning. The patient reported obtaining readings of "116 and 235 mg/dl" on the lfs meter. It is unclear how much time passed in between the readings. The patient reported using self adjusting insulin to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported 1 hour after the issue occurred, the patient reported developing symptoms of "cold sweat, shaking, didn't feel right". The patient reported on (B)(6) 2013 between 10:30-11 am, a reading of "94 mg/dl" was obtained on an emergency medical services (ems) meter and the patient was treated by ems, however did not report the type of treatment. At the time of troubleshooting, the cca determined the subject meter was in the correct unit of measurement. The cca noted that the patient's test strips were in good condition. However a control solution test was not run due to the patient not having testing supplies available. Replacement products were sent to the patient. This complaint is being reported because the patient claims, due to the alleged issue, she developed symptoms suggestive of hypoglycemia and required treatment from ems.